Event description:
It was reported that the patient¿s father brought the implantable cardioverter defibrillator (ICD) with severed leads to the physician and reported his son had died. Cause of death was not reported. It was reported that the right atrial (ra) lead and right ventricular (rv) lead were possible fractured as the leads were returned cut. Device interrogation revealed an episode approximately 4 days prior to death did not reveal any issues with the ICD system. A lead integrity alert was issued and short interval counts were noted, likely following patient death. Lead trend showed normal atrial and ventricular lead pacing impedance until the time of patient death. There were no episodes stored in device memory on or around the time of patient death. No further information regarding the circumstances of patient's death is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693165 implantable tachy lead, implanted: unknown; 5076-52 implantable pacing lead, implanted: unknown. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.